Manufacturer narrative:
Device evaluation: post market vigilance led an evaluation of three devices. The visual inspection noted that the devices were received with the obturators inserted into the cannulas. Prolonged insertion can cause the envelope seals to become stretched. The obturators, cannulas, trocars and envelope seals appeared intact. The circular seals were cut. Post market vigilance performed functional testing; the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cuts in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure which started at 10:00, the devices worked fine in the beginning. However, around 13:00, a piece of plastic was found left inside the patient's cavity. The piece was removed. New handpiece was opened just in case. The removed handpiece was checked post procedure, but it could not be confirmed if the insulation was damaged or not. Patient has no injury.